Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
Affiliate reported that the device was not flowing properly and as a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that an occlusion was found at the inlet of the ruby ball. However, when irrigated and tested again for flow, it was normal. Biological debris was seen throughout the device and appears to have been the problem reported by the customer. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.